Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the "white sheath" towards the jaws of the device detached and fell into the patient's cavity. The material was approximately 1cm in size but was not located by the surgical team. This happened 1 hour into the procedure. There was no injury to the patient and they have since been discharged from the hospital.